Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was received with its trigger partially engaged and with 33 staples left in the cartridge, indicating that at least 2 staples were fired by the end user. A functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. The lot number was not reported. However, a potential lot number was confirmed with the distributor. The potential lot number is 73a2200161. The device history review for the product visistat 35r 6/box lot# 73a2200161 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of misfire/jamming - staples not firing could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that hcps found that device failing to connect tissue with a stapling device and had not fired it while using it on the patient. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that hcps found that device failing to connect tissue with a stapling device and had not fired it while using it on the patient. There was no reported injury.